Manufacturer narrative:
(B)(4). Concomitant medical products: 00784800200 61566252 kinectiv technology modular neck. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03842.

Event description:
It was reported patient is experiencing pain after undergoing right total hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant medical products - part: 00784800200 name: modular neck k 12/14 neck taper use with +0 heads only lot: 61566252. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 3 years post initial implantation due to unknown reason. All implants were removed. Attempts have been made and no further information is available at this time.